Event description:
A malfunction alarm was reported, displaying malfunction code 0, but there was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.